Event description:
Customer reported that the unit overfilled the final container from one station. Customer said the blue station was manually programmed to deliver 56ml of an electrolyte preparation with a specific gravity of 1.13. The volume delivered display read 62ml. This is an error of 11% beyond the manufacturer's specifications limit of +/-5%. The bag was discarded. So there was no pt involvement. The unit has been sent to product services for evaluation.